Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they don't know the extension information. Nothing is scheduled at this time involving actions/interventions. The cause is not determined and the issue is not resolved. This information was confirmed by the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6)2014, product type: extension. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported by the physician that for a few weeks patient has been getting jolted with bursts of tremor lasting seconds to minutes. Physician noticed a few in her last follow-up visit (date unknown). He describes that they look exactly like what happens when her stimulator is briefly turned off for lead interrogation and impedance. He did not find any abnormalities in impedance to indicate an open circuit or short, and he reports the patients x-rays don't show any fracture. When the clinician pushes on the upper right hand corner of the ins he can reproduce this reaction in the patient. Physician reports patient experiences this periodically during the day and when she was on a bus this occurred and the paramedics were called because her tremor returned so severely. Environmental/external/patient factors that may have led or contributed the issue include the patient undergoing radiation for breast cancer. Diagnostics/troubleshooting included impedance test and x-ray where there was no visible abnormalities. No interventions/actions will be taken until radiation is complete. The issue is not resolved. The patient is programmed on contact 0 and the physician suspects the extension and contact is loose in the header bore and might be slipping periodically. Surgical intervention has not occurred, however, it is planned but not scheduled. No further complications were reported or anticipated with this event.